Event description:
Peg tube placement for grade 3 oral pain unlikely related the agent. Event happened during cycle 6. Suspect product: radiation. Dose, frequency and route used: 6000 cgy. Therapy dates: (B)(6) 2014.